Event description:
It was reported housing is damaged. No further information was provided. 03/24/2026- it was found during an investigation the probe has a black line in the middle of the image.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During the evaluation, the reported issue of the cord has pulled away from the housing was confirmed. The probe cable is pulling away from the housing. The probe has a black line in the middle of the image. The root cause was not identified.